Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the investigation results, the subject device was not returned to olympus for evaluation. The reported malfunction was likely due to the distal cover was insufficiently attached, or friction applied to the distal cover by twisting, pushing, and pulling it in body cavity or stress such as interference with mouthpiece during the procedure. However, a definitive root cause could not be determined the event can be detected by following the instructions for use (IFU) section: operation - precautions. The event can be prevented by following the IFU section: preparation and inspection - attaching accessories to the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported during the procedure, the distal cap fell inside the patient's mouth. The patient was able to cough it out. There was no delay in the procedure and the patient did not suffer any consequences.

Event description:
It was reported that during a procedure, the distal cap fell inside the patient and was retrieved by the doctor and procedure completed. Follow-up was conducted for procedural details, distal cap retrieval, and patient outcome but no information could be received. No patient injury was reported.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6).